Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) channel due to the minute ventilation (mv) feature. In response, the pacemaker device automatically switched the mv monitoring from tne ra channel to the right ventricular (rv) channel. In addition, ra pace impedance was noted to be high out of range greater than 3000 ohms. Technical services provided troubleshooting guidance to determine the cause of the issue. The products remain in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).